Event description:
A low readings issue was reported with the adc device. Customer reported a lower reading of 151 mg/dl obtained on the adc device compared to a result of 201 mg/dl obtained on hcp meter. Customer reported experiencing hyperglycemia and was unable to self-treat requiring hcp administration of insulin for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The date of incident is unknown. The dates entered is the date abbott diabetes care became aware of the event the device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer reported a lower reading of 151 mg/dl obtained on the adc device compared to a result of 201 mg/dl obtained on hcp meter. Customer reported experiencing hyperglycemia and was unable to self-treat requiring hcp administration of insulin for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product . No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h6 (adverse event problem) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.